Manufacturer narrative:
No report of patient involvement. The customer declined ge service. No repair information available.

Event description:
The hospital reported o2 supply pressure is low and peek high blockage causing possible hypoxic mixture. There was no report of patient involvement.